Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra meter would not power on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 1pm on (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient reported consuming less food/drink in response to the alleged issue. The patient denied developing any symptoms due to the alleged issue. The patient reported visiting their doctor at 4pm on (B)(6) and reported receiving treatment of ¿8-10 units of novolog insulin¿ from their hcp. The patient reported testing their blood glucose on their doctor¿s meter; however, could not recall the result obtained. At the time of troubleshooting the csr determined that the issue was related to the power button but the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient received treatment from an hcp for an acute complication of diabetes after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 4/3/2015 device evaluation. The lay user/patients meter has been returned on 3/20/2015 and further evaluated by lifescan product analysis on 3/24/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have the power button sticky. In addition a secondary issue was noted; the meter was found to have contamination on the power button. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.